Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer reported a (B)(6) result on a nurse who had a needle stick incident 3 months ago. At the time of the incident, the (B)(6) panel performed (B)(6). Recheck on (B)(6) 2017 and (B)(6)/ repeat testing was similar. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Evaluation of complaint data for the architect anti-hbs, list number 7c18, determined that there is no unusual activity and no trends for the reported issue for the product. Overall specificity for the architect anti-hbs assay is not 100% and was estimated to be 99.67% with a lower 95% confidence level of 99.22%. A literature review shows that false positive hepatitis b virus core and surface antibodies can occur due to intravenous immunoglobulin treatment. A review of labeling concluded that the issue is adequately addressed. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.